Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas delivered insulin that the user perceived as too aggressive for hyperglycemia correction, resulting in recurrent hypoglycemia despite using ¿less than¿ meal announcements, with the lowest documented blood glucose of 52 mg/dl and several hours spent outside 70¿180 mg/dl. Symptoms included sweating. Outcomes included self-treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education with referral for clinical review of pump settings. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and that additional user training and clinical review were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.